Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient, via the manufacturer¿s representative (rep), who reported they needed a cardiove rsion procedure but didn¿t information their neurologist or the rep of this even though they were informed in december 2023 the device needed to be put into a specific mode for a cardioversion and to notify their physician. After the patient underwent a cardioversion procedure their battery depleted and was unable to be interrogated. The rep advised the neurologist to try interrogating the device with the clinician programmer, and if it was depleted, to contact the neurosurgeon. A few days later the rep reported a plan was being organized to get the neurostimulator replaced, but the date was unknown at this time.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had their battery replaced on (B)(6) 2025 resolving the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the b35200 percept pc implantable neurostimulator (serial number (B)(6) revealed that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator. It was determined that this device¿s failure is a result of cardioversion induced stim engine ic (seic) damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had previous cardioversions while being implanted with the implantable neurostimulator (ins). The ins was located on the patient's right side of their chest. Replacement has not been scheduled yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who reported they were implanted for extreme essential tremor in (B)(6) 2023. The patient had a history of atrial fibrillation and received prior cardioversions related to this pre-dbs implant. The patient was scheduled for a cardioversion on (B)(6) 2025, where they turned the deep brain stimulator off prior to the procedure, but after the procedure but it wouldn¿t connect and the device ¿failed.¿ the patient currently felt horrible, had high anxiety, high blood pressure (157/113), experienced difficulty sleeping, and their tremors doubled. The patient took another dose of their prescribed blood pressure medication which brought their blood pressure to 145/91, but it returned to 160/100. The patient met with a healthcare provider (hcp) on january 29th who confirmed the device wasn¿t working and it needed to be replaced. Following this the patient read online there was a cardioversion setting they should have used but were not told about this as they had not spoken with their neurologist prior to the cardioversion.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.